Manufacturer narrative:
Follow-up #1: date of submission 03/07/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 02/26/2016 with the following findings: a review of the pump¿s black box showed frequent replace battery alarms and evidence of short battery life. During testing, the pump electrical current draws were tested and found to be within specifications. There was moisture observed in the display. A leak test was performed and verified a display lens leak. The pump was opened and moisture was found throughout the inside of the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that battery life was less than expected by the user. Reportedly, there was moisture visible behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.